Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date during the first part of (B)(6) 2021. Initial reporter city: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event for "about 2 weeks". Treatment was not reported. On an unreported date, the patient was "sent back for homecare". It was reported that the patient passed away. The cause of death was not reported. It was reported the "patient's relative refused to send the patient to the hospital". It was not reported if an autopsy was performed. It was not reported if the patient was recovered from the peritonitis prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.